Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pump failure. The ipp cylinder and pump was explanted and replaced with a new ipp cylinder and pump. The reservoir was left inside the patient as a result of serious adhesion.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to pump failure. The ipp cylinder and pump was explanted and replaced with a new ipp cylinder and pump. The reservoir was left inside the patient as a result of serious adhesion.

Manufacturer narrative:
Investigation summary: an allegation related to pump has mechanical issue was reported. Product analysis confirmed the reported event. Technical analysis: the ams700 ipp cylinders were visually inspected and leak tested. Cylinder 1 had a leak in proximal cylinder body attributed to wear at fold; hole was present at corner of fold. Cylinder 2 had an air between the inner tube/fabric and the outer tube when inflated in cylinder body. Bulge was present; however, no leak was found. Both cylinders were not pressure test due leak and bulge was identified. Both cylinders had wear at fold in cylinder body. The ipp cxm inflate/deflate pump was visually inspected. The pump kink resistant tubing (krt) was worn to the filament; however, no leaks were present. There was a hole in the pump strain relief krt (reservoir) junction attributed to fatigue and wear; no leak was found. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; no leaks were found. The poppet rod was identified to be misaligned inside the pump. The poppet spring observed to have foreign material (fm). Product analysis confirmed the reported event. Device history record (DHR): the lot information was not provided for the returned components so DHR review could not performed. Conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.